Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 3.00mmx8mm liberte stent was advanced to treat the target lesion. However, during procedure, it was noted that the stent struts was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination presented no damage to the stent. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube of the device. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. A 3.00mmx8mm liberté¿ stent was advanced to treat the target lesion. However, during procedure, it was noted that the stent struts was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.